Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient was hospitalized and admitted to intensive care unit (ICU) due to hyperglycemic event on 16-dec-2024. The insertion site was at abdomen. Blood glucose level was 13 mmol/l at the time of the event. Patient changed the sensor. On the 5th day, patient went to emergency room and stayed for the night. Blood glucose level was 45 mmol/l at the time of the event. Patient received insulin via pen. Patient experienced the symptoms of cough, sick and not feeling well. The duration of hospitalization was less than 24 hours. Patient changed the infusion set and blood glucose level reached to 7.3 mmol/l. Patient was still in the hospital. Blood glucose level was again started to rise 21 mmol/l. Therefore, patient changed the infusion set and got treated with correction bolus with pen. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6007138 was manufactured according to the work instruction (wi) version 79 on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6007189 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.